Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the delayed keypad response was not able to be duplicated during testing. The keypad cover was removed and no contamination was found under any button contacts. Unrelated to the complaint, evaluation revealed that the display was dim/fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.